Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine the cause of the event.

Event description:
It was reported that the tip of the micropituitary was broken during use in surgery. There were no pt complications.